Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. On initial inspection, the device was returned in an introducer sheath with an sl-10 microcatheter. The packaging was not returned with the device so the reported lot number was not confirmed. The lot number on the returned catheter was 21683544. On visual inspection, several sections of the coil delivery wire were kinked along the mid to proximal end. The proximal contact wire was intact. The main coil was broken distal to the etched link. The remaining coil was not returned in the introducer sheath. A 0.0158¿ mandrel was inserted through the distal end of the returned sl-10 microcatheter and couldn¿t be advanced 21cm from the proximal end. The catheter was cut 22cm from the proximal end and the remainder of the coil was removed. This part of the main coil was broken and stretched at the proximal end. The suture was damaged. Functional test could not be performed as the coil was severely damaged. The reported event was confirmed during analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the directions for use. Continuous flush was set up and maintained throughout the clinical procedure. The patient¿s anatomy was very tortuous. There was no allegation against the sl-10 microcatheter. The damage noted to the returned device would be indicative of the as reported defects. There were several kinks noted along the mid to proximal end of the coil delivery wire which indicates a force was applied, most likely when the coil became jammed. It was seen that the proximal end of the main coil was broken in the introducer sheath and the rest of the coil was jammed, stretched and broken with suture damage noted inside the sl-10 microcatheter. In the case of this complaint, it is probable the main coil became damaged upon retraction in the microcatheter. An assignable cause of procedural factors will be assigned to the as reported/as analyzed events since these issues appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use. The as analyzed coil delivery wire kinked/bent will be assigned handling damage as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
It was reported that during the procedure, the subject coil got stuck inside the microcatheter and on attempted removal it prematurely detached. The physician completed the procedure without any adverse consequences to the patient.